Event description:
Info was received that reported a pt was hospitalized in 2009, due to an incident of hyperglycemia. The reporter states the same day, the pt's blood glucose was >600mg/dl. She was brought to the hosp and diagnosed with diabetic ketoacidosis. She was treated with IV fluids and insulin. The device will be returned for eval; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated, the MFR will file a follow-up report detailing the results of the eval.